Event description:
It was reported that this patient implanted with a cardiac resynchronization therapy pacemaker (crt-p) experienced pressure in their chest during an interrogation. There was no indication that the device was not operating as intended. This device was then electively explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The high internal resistance resulted in the software resets, reversion to safety mode operation. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and brady therapy remained available. Review of device memory identified an error, which resulted in software resets that were performed in an attempt to correct the error. These resets while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the software resets, reversion to safety mode operation and the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Review of device memory identified an error that resulted in software resets performed in an attempt to correct an identified inconsistency. The battery was removed and detailed analysis was able to confirm the cell had a high internal resistance. The high internal resistance resulted in the software resets, reversion to safety mode operation.

Event description:
It was reported that this patient implanted with a cardiac resynchronization therapy pacemaker (crt-p) experienced pressure in their chest during an interrogation. There was no indication that the device was not operating as intended. This device was then electively explanted and returned for analysis.